Event description:
The reporter stated, the surgeon inserted a cq2015 collamer three piece lens and the leading haptic bent. The lens was removed with no pt injury and another same type lens was implanted. The pt's current condition is good.

Manufacturer narrative:
.